Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's heart rate was in the 40 beats per minute range and the patient appeared to be in chronic atrial fibrillation (af). The right atrial (ra) lead was noted to have had chronically low p-waves since implant and was undersensing. A company representative was scheduled to reprogram parameters that day. Additional information obtained reported the patient died four days later in a manner unrelated to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found; however, visual analysis revealed apparent explant damage. Concomitant products: p1501dr implantable pulse generator (B)(6) 2009; 4074 implantable pacing lead (B)(6) 2009. (B)(4).